Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) experienced a blood back event. The iab was inserted on an aortic stenosis and insufficiency patient and started iabp therapy and the following day the patient was transferred to the event site. After a few days of therapy, blood leakage in the catheter tube was found and the iab was replaced to continue therapy. It was noted that the iabp did not alarm. It was noted that the there was moderate sclerosis, mild tortuosity and sever calcification in the patient vessel. The surgeon had an impression of a blood leakage from the connection area between the balloon and the catheter tube. Additionally, there was no patient harm and no adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). (B)(4). The customer has not requested getinge to evaluate the iabp in connection with this event. If additional information is provided, we will submit a supplemental report. Customer has no rquested getinge to evaluate the iabp.